Manufacturer narrative:
Photo analysis evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii for the left side device" this device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii for the left side device" this device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformance's